Event description:
First shoulder revision surgery was performed on the (B)(6) 2016 and the patient had initially a well functioning shoulder after this first revision. A smr reverse shoulder prosthesis was implanted at that time, with a short reverse humeral body and a dia.44mm medium (not lateralized) reverse liner. The reverse humeral body (1352.15.005) is marketed in the us while the reverse liner (1362.09.015) is not marketed in the us. Patient then experienced a sudden unexpected onset of pain and anterior shoulder dislocation, without any trauma reported. According to the info reported, patient was mobilising her arm and shoulder in front of her body and internally rotating the shoulder as well when the dislocation occurred. Second revision surgery was performed on the (B)(6) 2016 with removal of humeral components. Explants were all in good condition. During this surgery, a different size of reverse humeral body (standard) was implanted, together with a different version (dia.44mm lateralized) of the reverse liner. Also, implant retroversion was changed from 20 degrees to 0 degrees. Implant stability and rom were assessed by the surgeon, who was satisfied with the stability and rom of the final implant. Event occurred in (B)(6).

Manufacturer narrative:
No anomaly detected by checking the DHR of the reverse humeral body and reverse liner involved, on a total of (B)(4) reverse humeral bodies and (B)(4) reverse liners manufactured with the same lot # (201511212 and 201520283, respectively). Explants are not available. The available x-rays (pre-revision of (B)(6) 2016) were evaluated by a medical expert: according to his evaluation, the most likely cause for the shoulder instability (which caused the anterior dislocation) is a malunion of the greater tuberosities (and maybe also of the lesser tuberosities), probably combined with the original 20 degrees retroversion of implant chosen by the surgeon. The medical expert agreed with surgeon choice during the revision of (B)(6) 2016 (change from 20 to 0 degrees version); also the use of a lateralized reverse liner during the revision of (B)(6) 2016 should reduce the risk of further dislocation. Event not product-related according to our investigation with the available info, and no corrective actions planned by limacorporate. By our pms data, the revision rate related to shoulder dislocation/instability involving a smr reverse is (B)(4). By our investigation, these events were not product-related, but patient-related or due to suboptimal choice of the size of the prosthesis components during primary surgery.

Manufacturer narrative:
No anomaly detected by checking the DHR of the humeral body and reverse liner involved on a total of (B)(4) humeral body and (B)(4) reverse liner manufactured with the same lot #. We will submit a final report when investigation will be concluded.

Event description:
First shoulder revision surgery was performed on (B)(6) 2016 and the patient had a well functioning shoulder after this first revision. Smr reverse shoulder prosthesis was implanted with a smr short reverse humeral body. Patient then experienced a sudden onset of pain and anterior shoulder dislocation. Second revision surgery was performed on (B)(6) 2016 with removal of humeral components. Explants were all in good condition, with osseointegration visible on reverse humeral body. A different version of humeral body was implanted, together with a lateralized liner for humeral body. Implant stability and range of motion were assessed by the surgeon. Event occurred in (B)(6).